Event description:
Five of the past two years units have had screws that hold the pc board in place fall out and short out the transmitter. Ouinton does not allow for the cases to be opened to inspect the screws for looseness before they fall out. Rptr feels that there is a risk to a pt if the transmitter stops working when the screw touches the pc board.